Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose and was vomiting. Customer stated that the doctor had given her 2 steroid shots for the bone spurs in her shoulders on (B)(6) and she could not get her blood glucose under control. Her daughter in law took her to the hospital. Blood glucose at the time of arrival was 465 mg/dl. Customer was hospitalized for four days in the intensive care unit with diabetic ketoacidosis and high blood glucose in the 400 mg/dl range. She was treated with insulin drip. Customer stated that her blood glucose level was stabilized.